Event description:
Customer reported an erroneous high access total t3 (triiodothyronine) test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range. Test results were not reported out of the laboratory. Repeat analysis was performed using an alternate methodology. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample collection and processing info was not provided. Sample was requested by beckman coulter inc. Sample was not provided for add'l testing. Customer reported that quality control for total t3 was within specifications. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 2 of 2 reported by this customer. The related MDR is 2122870-2011-04500.